Event description:
During the investigation of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was detected during servicing. The distribution node to ECG b cable was pulled from the strain relief, and the trunk cable was damaged. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector was damaged and the cable running from the distribution node to ECG b was pulled from the strain relief. The root cause of the damaged belt cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.